Manufacturer narrative:
The intraocular lens (iol) sample was returned to the manufacturer for evaluation. The sample was visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens. The lens was returned with one of the haptics detached. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. There was no quality issue reported by the customer concerning the iol. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the patient's capsule broke due to the patient's eye anatomy when inserting the intraocular lens into the patient's eye. It was stated that a vitrectomy was performed. There was no quality complaint against the lens. The lens was successfully replaced with a z9002 lens. No additional information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.